Manufacturer narrative:
Follow-up # 1 date of submission 8/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/15/2016 with the following findings: during testing, the vibratory and auditory tones functioned properly. At piezo activation the pump audio measured at 62.6 decibels which was within specification. There were no usual noises from the pump during the investigation. All of the audio settings in the pump were set to ¿vibrate¿. The pump was opened to inspect the piezo and no defects were found. The original complaint about an audio tone/vibration issue was not duplicated during the investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a quiet sounds audio tone issue. There was no indication that the product caused or contributed to an adverse event. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.